Event description:
Patient had a tissue expander to right breast. In the surgeon's office, fluid was tested positive for infection and also ruptured capsule per report to or staff from surgeon's office.